Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported paradoxical adipose hyperplasia on the abdomen on (B)(6) 2024 with their curve 240 applicator for coolsculpting elite 17 months post treatment.

Event description:
Healthcare professional reported paradoxical adipose hyperplasia on the abdomen in (B)(6) 2024 with their curve 240 applicator for coolsculpting elite 17 months post treatment.later reported, paradoxical adipose hyperplasia (ph) complicated by adhesive scar formation, avoidance, shame, and depressive symptoms that materially impair his quality of life and performance at work.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, a mental state of altered mood characterized by feelings of sadness, despair and discouragement, presenting as psychological symptoms - depression/ major depressive disorder, is not related to any coolsculpting device failure mode but it is included in the risk management files of the device. A supplemental report will be submitted if and when additional information is obtained.